Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
It was reported that an angio-seal was selected for use. The patient experienced retro hemorrhage (bleed) and surgery was required. The deployer of this event is unknown. No additional information is available.